Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures showed that the cone of the male luer lock of the return line was cracked. The reported condition was verified. The cause is design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set c, the return line connection could not fall off from the effluent bag. Upon closer inspection, it was observed that the luer lock of the return line was broken. There was no patient injury or medical intervention associated with this event. No additional information is available.